Event description:
The customer reported the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fuse on power supply card on console was evaluated and replaced. The system was tested and found to be working as intended and returned to service.